Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower case and one side bail cover were also found to be broken.

Event description:
It was reported the device will not stay powered up. No patient involvement or complications were reported as a result of this event.